Manufacturer narrative:
The investigation is ongoing.

Event description:
During transfemoral deployment of a 29mm sapien 3 valve, 'the balloon twisted in the annulus during release the valve (one-half rotation)". It appeared when the balloon was filled with volume, the balloon "makes a rotation." The result were fine. At the time of the report the patient was stable.

Manufacturer narrative:
Review of the procedural angiography was completed by an edwards physician proctor. The review showed the valve was in a good position prior to deployment. The reported ¿twisting¿ of the balloon during inflation was not observed. Good implant technique and results were noted. The balloon deflation appeared unusual and prolonged. Observations/impression: the reported event was not observed and the slow deflation cannot be explained. The investigation is ongoing.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. During functional analysis, the inflation balloon was marked prior to inflation and the device was subsequently inflated with nominal volume and inspected. During inflation, the balloon was noted to rotate approximately 270 degrees clockwise at full inflation. The balloon orientation was noted to return to its original position following full deflation. Inflation and deflation times were tested and a trend towards slower inflation and deflation times were observed. Additionally, an attempt was made to re-create the failure mode during the manufacturing process. It was identified that during the guidewire shaft cutting procedure a pinching of the guidewire shaft prevented free rotation of the guidewire shaft, thus resulting in a twisting of the crimp balloon. Image review of the case confirmed a prolonged deflation time, however, the reported ¿twisting¿ of the balloon during inflation was not seen. Based on the condition of the returned device, the complaint was confirmed for balloon incorrect shape complaint; re-creation efforts identified device rotation during the guidewire shaft cutting procedure as a possible contributor to the observed failure mode. Due to the high criticality for this failure mode, a CAPA has been initiated.